Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning as a general hygiene (route: dental, lot number, frequency and expiration date unspecified). The consumer reported that, with the time of first use of the device, the toothbrush snapped half way down the handle, while brushing however it was held together with the rubber part. This report had no adverse event. She did not use the device further. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning as a general hygiene (route: dental, lot number, frequency and expiration date unspecified). The consumer reported that, with the time of first use of the device, the toothbrush snapped half way down the handle, while brushing however it was held together with the rubber part. This report had no adverse event. She did not use the device further. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. A sample was not available for return. A lot number was not provided by the consumer. A review of manufacturing or facility issues was performed and there were no manufacturing or facility atypical events, deviations or non-conformances were found. A review of design/formula/packaging/labeling changes was performed and a change of the basic handle material to increase the handle flexibility had been validated and released in (B)(4) 2012. A review of the trending data by product family revealed no adverse trends. The manufacturing review revealed that the issue was not caused by a manufacturing occurrence. Based upon an acceptable product and manufacturing history review, due to lack of a lot number and sample and no adverse trends a root cause could not be determined for this complaint. No adverse trends were identified during the evaluation of the complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.